Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, the plastic part of the reamer shaft where the modular cutting reamer connects was protruding and modular reamer could not fit over. When the plastic part was disengaged, the modular reamer would not stay on the flexible shaft."